Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired on (B)(6) 2012. Additional info was received by the manufacturer 8 days following the pt expiration, reporting that the pt had been experiencing "red heart" alarms and pump stoppage with the pump "acting strange" for several days. Pump parameters were at speed of 8400 with flow at 5-7, pi at 1.4 and power of 6 with power increasing and was at 15.4 at time of pump stop. Pt had remained on ventilator with multiple drips.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.